Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of reset manual tube alarm was confirmed by baxter personnel during product evaluation. The root cause was assigned to a defective pump head module. The pump head module was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: this involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with "reset manual tube alarm"; this condition had the potential to interrupt delivery. This condition was found upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The user interface module master software version is unknown at this time.